Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device fire automatically while attempting to prime the stylet. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the left bumper was overlapped and both the cannula and stylet tang widths were under specification. Therefore, based upon the cannula firing automatically, the investigation is confirmed for the identified self-activation. However, the investigation will remain inconclusive for the alleged priming issues as functional testing could not be completed due to the identified self-activation. The received configuration of the device may have contributed to the identified cannula tang width issue, as the cannula was received under compression. Additionally, it is possible that the overlapped bumper and under specification tang widths may have contributed to both the reported priming issues and the identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 11/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, the second slide of the device allegedly could not be locked into the primed position. There was no patient contact.